Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported unspecified error, which was determined to be a system error 105 during evaluation and was observed during power up. System error 105 was confirmed through a review of the event history log and caused by a failing input/output printed circuit board (I/o pcb) with a dislodged component. The failed I/o pcb was replaced.

Event description:
It was requested by the customer to return a spectrum pump that had an unknown symptom. Baxter was unable to obtain additional event information. Any patient involvement, injury or medical intervention is unknown.